Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger found a broken connector pin.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient¿s recharger (insr) was not charging. It started about a week prior to the call, when her insr would not hold its charge. The patient noted when it was plugged in all night long the screen showed the insr battery icon was empty. The patient kept playing with it, trying to get it to work. It was noted the patient was in pain. Additional information received reported there was a loose connector pin on the desktop charger. The desktop charger (37761) wouldn¿t charge the insr (37751). The anomaly appeared to have occurred through product use. The desktop charger was returned and analysis found the connector to be loose. The cable assembly with the loose connector pin was replaced. It was also reported that the insr icon and plug icon were not appearing on the screen. The patient reportedly got a new plug from repair, and noticed the insr still wasn¿t charging when it was plugged into the wall. The insr would not take a charge. The anomaly appeared to have occurred through product use. The recharger was returned for analysis and analysis found the connector was damaged. The recharge antenna cable was discolored. The connector pin on the recharge board was replaced. The patient also reported that they no longer had concerns with her device or therapy, but it was further noted the patient still had concerns regarding her device or therapy, and was working with the physician or manufacturer representative (rep) via ¿phone calls.¿